Event description:
It was reported that during the final phase of the robotic-assisted enucleoresection intervention, when the anatomical piece (large compared to the size of the bag) was introduced into the lps bag (endopouch retriever 10x15 cm the metal part of the latter flexed in an abnormal way and fractured into several parts, some of which remained in the bag and were then recovered. A control x-ray was then performed and, the following day, a CT scan was performed, both of which were negative. The surgery was delayed by 10 minutes and no patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 2/2/2026. D4: batch # a9738x. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the pouch device was returned disassembled. In addition, the broken support arms were returned inside a plastic bag. The suture and the bag were not returned. The tip of the introducer tube was returned damaged. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. A possible cause of the damage is the application of external excessive force over the device that causes the support arm to become broken and the distal plug to be damaged once the instrument was fully retracted. Device history review a manufacturing record evaluation was performed for the finished device batch a9738x number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.